Event description:
The customer reported the system would not complete the boot up process and displayed a checksum error message. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sram memory board and reloaded software. The system operates as intended.